Event description:
It was reported that during a laparoscopic bullectomy, the cartridge came off when the device was articulated. The cartridge did not fall into the patient. The cartridge was loaded into a sc60a. Another cartridge was loaded into the same device and the device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results showed that one ecr60b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra operative photographs were received. Upon review of the images, it was concluded that based on the event description and some visual indicators that a potential cause of the staple cartridge dislodgement was inadvertent contact with the tissue in such a direction and with sufficient force to cause staple cartridge dislodgement.